Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited a high out of range pacing impedance measurement. During a revision procedure, the physician observed that the lead was fractured at the level of the clavicle. The physician surgically abandoned this lead and another lead was implanted. No adverse patient effects were reported.